Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple venous air alarms occurred during a routine hemodialysis treatment. After several attempts to remove air the alarm could not be resolved. Treatment was discontinued without performing rinseback due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The patient's routine epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit due to the amount of time spent troubleshooting the alarms. The disposable cartridge was not available for evaluation. The exact cause of the venous air alarm cannot be determined. The cycler alarmed appropriately. There have been no similar problems reported subsequent to this event. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified of the event. Nxstage medical considers this report closed. No additional information will be provided.